Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that prior to insertion, the wire and needle are beside one another, as opposed to the wire being inserted through the lumen. A new kit was opened and used to complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The guidewire was found kinked when the returned product sample it was examined by the complaint investigator.

Manufacturer narrative:
(B)(4) the reported event was confirmed through examination of a returned product sample. The customer returned an arterial catheterization device with the catheter flush with the needle hub and the needle bevel extending out of the catheter tip. Examination of the needle hub revealed that the cannula was extending into the guidewire tube and past the distal tip of the guidewire preventing the guidewire from being inserted into the needle. Additionally, the guide wire was kinked near the proximal end of the needle cannula. Functional testing was attempted, but the catheter was stuck to the needle cannula. The needle was able to be moved slightly out of the hub, but could not be completely removed. The device history records were reviewed with no relevant findings. Based on the condition of the returned sample, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.